Manufacturer narrative:
The hand piece was returned with a loose mount. It was tested on a generator and gave an error code 3. The hand piece was disassembled; a torn acoustic isolator and evidence of moisture ingress were found in the instrument. Complaint info is trended on a regular basis to determine if further investigation is warranted. The batch history records were reviewed and no anomalies were noted during the mfg process.

Event description:
It was reported that during an unk procedure, the handpiece was over the impedance specification. No pt consequences were reported.